Event description:
It was reported that a malfunction alarm occurred. Due to issue, the customers bg value displayed as "high", specific value unknown. To address this, customer administered a correction injection via mdi. The customer reset pump on their own and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.